Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation identified that the handle had cracked and broke, resulting in the loss of function to pass the suture. However, without the return of the device, further evaluation could not be performed. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied excessive mechanical forces.

Event description:
It was reported that during a hip arthroscopic procedure, the clamp locks and damages the suture and could not pass. The case was completed by using a new device.